Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, micro puncture and ultrasound were utilized to achieve higher-positioned access. The arteriotomy was 7.0mm, with mild posterior calcification, and posterior wall calcification superior to the access. Following the tavr procedure, heparin and protamine were administered. The physician began to deploy the 18f manta to the measured deployment depth in the right common femoral artery. During deployment, the patient was moving, against standard procedure for ambulation, interfering with the proper positioning of the manta device during deployment. The physician had to stop the procedure and tell the patient to stop moving before he could proceed with the closure. Following deployment, hemostasis was immediate, and a post-angiogram revealed the manta anchor positioned properly although an occlusion was indicated in the superficial femoral artery (sfa). Contralateral balloon angioplasty was applied two times to restore flow. The patient did not experience any harm, injury, or consequence due to the event, and the patient outcome post-procedure is fine. The root cause of the occlusion is likely due to the patient moving during the deployment disrupting the correct positioning of the manta device. The instructions for use posts warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring endovascular intervention. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: immediate hemostasis but there was a vessel occlusion in the sfa post manta deployment. Physician used a mustang 135cm balloon to go up and over in the left groin and ballooned the vessel two times to restore flow back into the sfa. Healthy flow was restored, and patient is ok. Lab is not requesting credit. Patient also began moving while md was deploying device, which may or may not have contributed to the occlusion. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain a higher single access in the right common femoral artery. Vessel size was 7mm with mild posterior calcification. It was reported that the patient was moving while md was deploying device, md stopped to tell patient to stop moving and proceeded with closure. The foot plate was found to be positioned properly post angiogram, there was no collagen in the tissue tract. There was no reported patient harm and they were reported as fine.

Event description:
It was reported that: immediate hemostasis but there was a vessel occlusion in the sfa post manta deployment. Physician used a mustang 135cm balloon to go up and over in the left groin and ballooned the vessel two times to restore flow back into the sfa. Healthy flow was restored, and patient is ok. Lab is not requesting credit. Patient also began moving while md was deploying device, which may or may not have contributed to the occlusion. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain a higher single access in the right common femoral artery. Vessel size was 7mm with mild posterior calcification. It was reported that the patient was moving while md was deploying device, md stopped to tell patient to stop moving and proceeded with closure. The foot plate was found to be positioned properly post angiogram, there was no collagen in the tissue tract. There was no reported patient harm and they were reported as fine.

Manufacturer narrative:
(B)(4) an investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.